Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. The relevant syringe could not be identified at the user facility, since the event/incident occurred about six months ago. Therefore, the exact cause of the nurse's injury and the reported phenomenon could not be determined and is being judged as unknown. In addition, a manufacturing and quality control review could not be performed, since basic data of article identification (invalid lot number) are missing. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a diagnostic transurethral resection procedure at an unknown date, the glass cylinder of the syringe fell off and shattered when the plunger was withdrawn. A large glass fragment cut through the nurse's clothing and caused an injury to her lower limb. Furthermore, it was reported that the fragment had to be surgically removed from the limb and the wound was sutured.